Event description:
During the final qc after the repair the foggy dot in the image was detected. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.